Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that the hemostatic valve was leaking gas. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the atrial fibrillation ablation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was leaking air through the hemostatic valve. The procedure was completed successfully by using the same device. No patient complications have been reported. The sheath has been received for analysis.